Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 11/30/2017 in the initial report. The date returned to manufacturer was corrected to 11/27/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning on the small battery drive device. It was noted that the controller and motor were defective on the device. It was further determined that the device failed pretest for check the function with console, check compatibility, check the triggers and electronic control unit function, check switching function, check the oscillation angle and check the off/oscillation/on switch mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.